Event description:
The customer reported to baxter healthcare one clearlink continu-flo solution set in which the cap was found to be missing from the tubing. No patient involvement, injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection observed that the male tip protector was missing; the remainder of the sample had no further issues. The reported condition was confirmed. The root cause is undetermined. No deviations were found in the batch review.